Event description:
It was reported that the balloon catheter could not be retrieved from the sheath. The user retrieved both, the sheath and the balloon catheter. The procedure was being performed in the iliac with a left femoral approach. A 6f, 11cm introducer sheath was used. There was no pt injury reported.

Manufacturer narrative:
The sample has not been returned for eval. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The IFU (information for use) for this product states the following: warning: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.